Event description:
A pt reported blood glucose results of 178, 150, and 98 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or >=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported the meter would only prompt a redo check. The pt reported no symptoms while trying to test on the meter. The issue was not resolved with troubleshooting. No further info has been reported.